Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by the university of pittsburgh school of medicine that a patient with a bmi of 28.0 was revised for corrosion at the femoral stem and head junction 7.7 years post implant. Altr was also noted. The patient had a cobalt level of 3.8 and chromium level of 1.1. The accolade tmzf stem remained implanted and a biolox head was used along with an adapter sleeve. The poly was also replaced.